Event description:
A malfunction in patients pump was reported when she experienced difficulties with it not delivering boluses, receiving a "malfunction" alert. There was no adverse impact on her blood glucose level. Her healthcare provider switched her to multiple daily injections (mdi) as a corrective measure, and a request was made for a replacement pump to be issued promptly to avoid delays.